Manufacturer narrative:
The involved anesthesia machine fabius gs was checked by a draeger service technician after the reported event. After reviewing the electronic log file the technician replaced the vacuum pump, which is a component of the ventilator assembly, and tested the device according to draeger specification. The fabius passed all tests and was returned to use. The electronic log file was additionally reviewed at manufacturer site. In accordance with the technician¿s finding it was found that the only entries in context with the reported ventilator failure are related to a drop of vacuum pressure inside the ventilator assembly. Such entries indicate either a leak or a failure of the vacuum pump. It is both possible that such leak was unconsciously remedied during the repair and that an actual failure of the pump was remedied. Based on the given information the root cause could not be narrowed down further. The fabius detected the drop in vacuum pressure and reacted as specified for this failure mode as it generated an audible and visible ventilator fail alarm. In such case manual ventilation and monitoring remain available to continue the case.

Event description:
Refer to the initial report,

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported during a case there was a ventilator failure. There was no injury to the patient.